Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. When trying to divide branches the cutter wasn't releasing energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the jaws. The silicone boot insulation on the jaws appeared intact. It was observed that the heater wire on the hot jaw was slightly flexed at the middle portion but remained attached to the tip and base of the hot jaw. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed on the toggle. The switch was examined under microscopy. There was no evidence of contamination on the switch. Based on the returned condition of the device and the evaluation results, the reported failure to deliver energy was not confirmed. The analyzed failure material twisted/bent was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. When trying to divide branches the cutter wasn't releasing energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.